Event description:
Reporter called and stated that this vent is not audibly alarming. He said that it was visually alarming, not audibly alarming. This unit just had a 2k pm. Reporter doesn't have the hrs on the unit, but this vent just had a 2k pm in 2005 at 8658 hrs. Asked him if the alarm silence button was on and not turning off at 45 seconds. He said that they can hit the 45 second alarm button and the light goes away after 45 seconds. Reporter is requesting a service call for this unit, total service contract. Will dispatch service call. Reporter is requesting that he not have to pay the rate to replace this one since they have had to rent vents to cover them while they just had their vents pm'd. Rep approved at no charge rental loaner for the vent that they rented this am, to replace this vent that is running on a pt. No pt compromise, they just can't leave the vent on the pt without an audible alarm. Will notify rental dept.